Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received compromised force sensor system alarm. It was reported that the customer's blood glucose level was 176.4mg/dl. Troubleshoot was reported to be conducted. It was reported that the drive support cap was protruded. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window and a cracked reservoir tube lip. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery tests due to the compromised force sensor system alarm.